Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise and consistently low pacing impedance. The noise appeared to be internal and could not be recreated with isometrics. There were seven noise reversion episodes over the lifetime of the device. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited low out of range pacing impedance and the autopolarity switch to unipolar caused pectoral stimulation. Polarity switch was turned off. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition throughout.